Event description:
Customer alleged the elvie pump cut her. Customer has not yet confirmed going to see a healthcare professional or getting any form of medication prescribed. Customer complaint is from us.